Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced loss of consciousness and the cgm device did not alert for a low cgm reading. The patient was unable to recall the cgm reading. The patient was by themselves at the time of the event and when they regained consciousness they called an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 38 mg/dl. The patient could not remember the specific cgm reading, but it was also low. The patient was treated with intravenous glucose. No further treatment was reported to be needed, and it was not reported that the patient needed to go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test was performed and passed. Alarm/alert manual test was performed and passed. The device was opened for investigation. An internal visual inspection was performed and passed. Speaker/vibrator resistance was measured and passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).